Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon in vagina, plastic part stayed inside as well [foreign body in reproductive tract]. String falling apart [device breakage]. Plastic part didn't click [device physical property issue]. Case narrative: consumer reported via phone that tampon string kept falling apart and the plastic part didn't correctly click. No serious injury reported.